Manufacturer narrative:
Customer did not provide information on sample collection and storage. Customer noticed qc showing fliers the night before event, as high as 3sd from the mean. Customer continued to run the instrument. Bsi field service engineer (fse) was dispatched for this event. Fse replaced the glucose reagent syringe, removed the electrode, cleaned cup and stir bar, recalibrated the electrode and the cup. Qc was now acceptable and precision run was very good. Root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) to report one (1) erroneously low glucm serum patient result generated from the unicel dxc 800 pro synchron chemistry analyzer, when running in duplicate mode. Sample was rerun on alternate instrument in duplicate mode. This result was reported out of the lab. No report of death or injury have been reported in connection with this event.